Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic and chemotherapy treatment. It was noted a few days post placement that the catheter had split at the 5cm mark. The catheter was successfully removed and another PICC was placed for continuation of treatment. No pt complications were reported in this event. This device has been received and evaluated by the MFR. It was noted that the unit had "smartsite" attached to each adaptor and the catheter had been cut off just distal of the 10cm mark. Microscopic examination revealed a half cm long longitudinal slit in the catheter that leaked when water was passed through the catheter, both lumens. A lot search was performed and revealed no other complaints to date for this failure mode on this lot number. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.